Manufacturer narrative:
One disposable pressure transducer was returned without any attached components. As received, the back of arterial dpt (red label) was cut open and the circuit board was exposed. It appeared that the dpt was cut open for examination by customer. The circuit board and solder joints were corroded with what appeared to be saline (from priming solution). Dry crystal salt-like materials were evident on and around the circuit board. The sensor (gel) pad was also found partially damaged. It appeared that saline (priming solution) had leaked past the damaged gel pad into the circuit board. Saline would cause a short condition and the dpt would stop zeroing or sensing pressure. It was not possible to recreate the leakage across the gel pad at 350mmhg pressure in the lab. The cause of the gel pad damage could not be determined. As there is no evidence of a manufacturing cause; no actions will be taken at this time.

Event description:
The disposable pressure transducer from cvicu failed after a successful initial set-up. The transducer has fluid inside the case contacting the circuit board. The transducer went intermittent then off-scale. The transducer is intact with fluid seen on the inside.